Manufacturer narrative:
Additional information received; it was noted that no events were related to either device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant devices are: enlw1624c120ee , lot no: v00547799; use by date: 2012-09-07; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm. The stent graft was implanted successfully with no issue reported and the patient was discharged 2 days later. However, it was reported that approximately 6.5 years post index procedure, an unknown endoleak was discovered. It was reported that approximately 7 years post index procedure, the presence of the unknown endoleak was confirmed. In this occasion, migration and unknown evidence of endotension were also observed. Ultrasound was performed, and the physician elected not to perform any further intervention. No additional clinical sequelae were reported and the patient is fine.